Event description:
It was reported that the customer received a no delivery alarm. The no delivery alarms were a recurring issue. His blood glucose level was between 90-120 mg/dl. The reservoir stopped delivering insulin after two to three units and the insulin pump alarmed a no delivery. When he removed the reservoir and put it back in, the insulin pump resumed delivering insulin. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.